Event description:
The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one representative sample of 528235 visistat 35w 6/box for investigation. The device was returned unopened in its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that there was damage to the outer packaging. The staples in the device appeared properly aligned. The stapler was received with 41 staples in the cover block. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated four more times with the same result. To simulate insertion into the skin , the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The reported complaint could not be confirmed based upon the sample received. The returned representative stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Therefore, the root cause is undetermined since the actual sample that led to this complaint was not returned for analysis. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.